Event description:
It was reported that an ilet bionic pancreas with serial number (B)(6) repeatedly displayed alert 41 indicating an insulin shaft rewind error despite multiple restarts, resulting in failure to infuse and necessitating use of subcutaneous insulin via manual injections. A replacement ilet and infusion set were arranged with shipping confirmed. Symptoms included hyperglycemia without reported physical symptoms. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included communication with the user and analysis of information provided by the user. Manufacturer has made several attempts to obtain the device back from the user. At the time of this report, the device has not been received by the manufacturer. As a result, an investigation of the device has not been completed and the cause is undetermined. If the device is received, it will be evaluated, and a supplemental report will be filed.